Event description:
It was reported that the patient underwent a revision surgery approximately 1 month post implantation s the patient fell and broke the anchor plug. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). No devices or photographs were received; therefore, the condition of the components is unknown. The device history record was reviewed and no discrepancies relevant to the reported event were found. It was stated that the patient fell, however it is unknown if the implants caused/contributed to the fall. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.